Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touch panel was found to be defective. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The authorized service provider (asp) evaluated the device, and the reported issue was not duplicated. The touchscreen was replaced as recurrence preventive measures. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Pil tech could not find any issues with the suspect touch screen. This touch screen passes all diagnostics testing. Tech verified that the suspect touch screen passes functional testing per step 3 in the service manual (p/n 1049766 rev t). Tech verified that the touch screen touch points are aligned on the stb. All flex screen resistance measurements are in spec. This touch screen operates as designed/ no problem found.